Event description:
It was reported that this right ventricular (rv) lead placement led to cardiac perforation and pericardial effusion. The pericardial effusion was noted during a post-implant echocardiogram. An aspiration was performed as a result. No additional adverse patient effects were reported.